Manufacturer narrative:
Batch review performed on 27 november 2020 lot 178739: 30 items manufactured and released on 08-may-2018. Expiration date: 2023-04-17. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any similar reported event. Clinical evaluation two years after primary cemented tka, secondary instability develops and the pe liner is exchanged to a thicker one. This is disease progression and the second operation is therefore not related to a faulty device.

Event description:
Revision surgery performed due to 2 years and 1 month after the primary surgery. The 13mm gmk sphere poly liner was exchanged for a 20mm liner, as the patient has described a feeling of instability.